Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon was stuck inside me, came out in pieces- vagina [foreign body in reproductive tract] string started to unravel and ended up breaking off...came out in pieces [device breakage] went to change my tampon the string started to unravel, breaking off...tampon was stuck inside me. [Complication of device removal] case narrative: consumer reported via e-mail that the tampon string broke off during removal. No serious injury reported.